Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: stylus connection and calibration issues could not be confirmed. The stylus tip was found to be loose, but the stylus was functional. The stylus was replaced and the display overlay was calibrated, as a preventative. The power cord was confirmed to be damaged, with the outer insulation pulling away from the connector. The serial port was missing a stand off, and was replaced. The wireless card port was found to have broken eject levers, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus exhibited an intermittent inability to connect to execute actions and maintain a connection to the programmer. It was further reported that the stylus was replaced, and an attempt was made to calibrate it, but the calibration process would not complete. It was further reported that the programmer's power cord required replacement. The programmer was returned for service. No patient complications have been reported as a result of this event.